Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, an unspecified channel of the device was programmed to deliver normal saline and the delivery was started. No further programming parameter were provided. After an unspecified length of time, the device was programmed for piggyback delivery of potassium chloride 40 mmol/100 ml, for a duration of 1 hour and the delivery was started. No further programming parameters were provided. After approx 40 minutes, the nurse noted the container was empty; however, the display indicated a 33 ml vtbi (volume to be infused). The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. The pt's status was reported to be stable. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered on channel a measured volume of 20.3 ml and on channel b measured volume of 20.4 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicated channel b of the device was programmed on (B)(6) 2012 at 421, for piggyback delivery of kcl 40 mmol/100 ml, dose 40 mmol/hr, rate 100 ml/hr, vtbi (volume to be infused) of 100 ml, for a duration of 1 hour and the delivery was started. At 0504, the piggyback delivery was stopped, indicated 28.149 mmol delivered and standby mode entered on channel a and b. Between 515 and 933, standby mode cancelled on channel a, a low battery alarm occurred and the pump was powered off. This report represents all the info known by the reporter upon query by hospira personnel.